Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of the p-wave. Sensitivity adjustments were performed, however, technical services (ts) recommended further testing as it was suspected that the rv lead could be near to the atrium, but it was not conclusive. No adverse patient effects were reported. This rv lead remains in service.